Event description:
On september 07, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient on september 16, 2009 and obtained the following information. The patient reported that she began to obtain alleged high blood glucose readings with the subject meter approximately for 1 month prior to contacting lfs. The patient claimed that on unspecified dates/times she obtained alleged high blood glucose readings in the "400 mg/dl" range with the subject meter. The patient further reported that on six different occasions emergency services had to be contacted after her spouse found her unconscious after having taking insulin she adjusted based on her meter results. The patient was unable to confirm the dates/times these incidents took place on; however, reported that on each occasion, her blood glucose was in the "10-15 mg/dl" range when tested with the ems meter. The patient did not recall the specific results obtained with the subject meter prior to going into serious injury, but claimed that she had taken insulin (based on sliding scale) prior to going to bed in response to the reading obtained on the reported product. The patient claimed she treated for a low glucose by emergency services on all six occasions, but did not know the specific treatment received. At the time of troubleshooting, the customer care advocate noted that the patient was not cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.